Event description:
Facility alleges blood leak during dialysis. Chief tech. Reports blood circuit discarded; ebl 7100cc. 4th use. Dialysis resumed with new dialyzer. No further medical intervention required.